Event description:
It was reported that the patients stimulator was not providing adequate pain relief. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: UDI. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, bit it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.